Event description:
A zoll distributor returned belt sn (B)(4) indicating that the ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the belt failed the ECG electrodes fall-off test. Upon evaluation, the cable connecting ECG c and d was pulled from strain relief and the brown (lead 1-) and orange (lead 2-) wires were broken inside the distribution node (dn). The cause of the failure was the broken wires. The root cause of the broken wires was due to excessive force place on the cable. No adverse event resulted from the defective electrode belt.